Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the returned photograph and the location area of the external fluid leak was marked on the device. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment a polyflux 140h set, an external fluid leakage ¿from the connector part¿ was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.